Manufacturer narrative:
Corrected b1, d1, h1.

Manufacturer narrative:
The supplemental report is being submitted to provide additional information. Additional information: technical services attempted to collect additional information regarding any interventions taken related to the reagent spray, none received from customer. According to the package insert in195150c v. 3.0: precautions: 20. The reagent solution contains a harmful chemical (see table below). If the solution contacts the skin or eye, flush with copious amounts of water. If irritation persists, seek medical advice: https://www.poison.org/ contact-us or 1-800-222-1222. A test performance deficiency was not identified and no further action is required the product will continue to be monitored and tracked.

Manufacturer narrative:
The consumer was provided with the reagent safety data sheet (sds). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported that she sprayed some reagent on her face while trying to open it. Technical services requested that the consumer that customer hold two minutes to be transferred to receive help for her concern. The consumer declined any further assistance and mentioned she knew how to handle the test, she just wanted to report the issue. There was no patient injury.